Event description:
It was reported that during double chamber pacemaker implant procedure, the lead was placed on multiple positions but there was no pacing signals. Finally physician gave up the lead implantation and implanted a single pacemaker instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.